Event description:
The surgeon had performed a total hip arthroplasty using the robotic arm interactive orthopedic sys (rio) and the restoris pst/tfs total hip sys. Approximately two and a half weeks later, the pt dislocated, and was treated by the surgeon on call with a closed reduction. Four days later, the pt again dislocated the joint. A third surgeon at the site determined that the pt's joint was loose, and would require a revision. The surgeon revised the acetabular liner to a high wall liner and increased the femoral head length from 0 to 10.5m. After the revision procedure, the surgeon stated that the pt's hip felt very stable.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The cause for the initial dislocation is unk at this time. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.